Event description:
A (B)(6) female pt contacted zoll customer support to report that her charger/modem would not charge her batteries. The pt was provided with a placement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not charge batteries, charger resets) has been completed. Upon eval, the 8-bit cmos flash microcontroller component u13 and the 10mhz smd crystal component y1 were defective the cause of the inability to charge batteries and charger resets is defective components u13 and y1. The root cause of the defective components was unable to be positively identified. No adverse event resulted from the defective components. The pt received a replacement charger/modem.